Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system would boot up and remain on a black screen with the medtronic logo and not load the application launch screen. To restore functionality, the computer for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The computer has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the mouse of the navigation system was unresponsive during start up. When restarted, the monitors of the navigation system had a flickering display on the bottom half of the unit. While the top portion was noted to be functioning as designed. Restarting the navigation system an additional three times restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the computer of the navigation system was completed by medtronic personnel. Analysis found that the computer became unresponsive when exiting digital intercommunication of medicine (dicom) and that the navigation system computer powered down without prompt from the user. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.